Event description:
It was reported that the device was used during a laparoscopic nissen fundoplciation. It was reported by the rep that the inner seal began leaking on the primary trocar. No sharp instruments were used only the laparoscope. A second trocar was opened to complete the case. 3/14/99. The 511 h was used in the initial port with the scope and that seal tore. An add'l trocar was used to replace this trocar. There was no consequence to the pt.